Event description:
It was reported that the device experienced a rapid premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. The reported event of premature battery depletion was confirmed in the laboratory. During analysis, high current drain was found. The root cause was found to be anomalous component within the hybrid circuitry.